Event description:
Information received a smiths medical cadd cassette reservoirs - flow stop noticed fluid was leaking from the product. This was discovered during precheck and no patient injury occurred.

Manufacturer narrative:
H3: one picture of a cadd cassette reservoir was received and reviewed. The picture showed a cut in the top part of the assembly (ay) bag. Two cadd cassette reservoir from p/n 21-7302-24 l/n 3900377 were received in used conditions with their original packaging open inside in a plastic bag. The samples were visually inspected, at a distance of 12? To 24? And normal conditions of illumination. A cut was detected in the neck of the ay bag. A syringe was used to infuse water into the ay bag. A leak was detected in the neck of the ay bag. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported leaking issue was able to be confirmed. The most probable cause is, that during leak test operation cassettes that failed (leak test), were not properly segregated.